Event description:
During the procedure, the product failed to open while in use. Jaws of product on tissue without incidence. Surgeon was unable to open handle and continue use of the product. No harm to patient.

Event description:
During the procedure, the product failed to open while in use. Jaws of product on tissue without incidence. Surgeon was unable to open handle and continue use of the product. No harm to patient.